Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with fortum and cloxacillin (intraperitoneal, dose and frequency not reported) for peritonitis. On the following day, the patient was treated with nystatin (orally for six days, dose and frequency not reported) and ampicilin for 24 days(dose, route and frequency not reported) for peritonitis. Fortum and cloxacillin were stopped six days after the event onset. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.